Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). Concomitant products: medical products: item#: unknown, unknown humeral head; lot#: unknown. Item#: unknown, unknown humeral stem; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as items remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left shoulder surgery on an unknown date. The patient will undergo a revision surgery on an unknown date due to pain. Revision has not yet been completed.